Event description:
It was reported that the coil was protruding from the target aneurysm. An embold packing detachable coil system was selected for use to treat an aneurysm in the small, tortuous splenic artery. Prior to the packing coil being deployed, the physician had previously deployed two framing coils and the first packing coil. The packing coil was advanced to the aneurysm and deployed by approximately 50% when the physician realized the second packing coil would be too much. The packing coil was retracted, at which point resistance was encountered and the packing coil unintentionally deployed. A portion of the packing coil extended into the splenic artery. No corrective action was taken as a result of the protruding coil, and there were no reported patient complications.

Manufacturer narrative:
Device analysis: the delivery sheath and delivery wire were returned. Visual and microscopic analysis was conducted. The delivery sheath showed no damage. The delivery wire showed no damage, and the perforations were intact. The distal and proximal couplers were attached to the delivery wire via the pull wire. The distal coupler showed a bend. The coil was separated from the distal coupler and not returned. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for the coil being separated and deployed unintentionally.